Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator tidal volume is higher that normal. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up: the field service engineer (fse) replaced the data acquisition board to address the reported issue. The hospital doesn't want to provide patient information. The fse stated that there's no patient harm reported.